Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that for maybe 2 months the pt was not getting the "shock waves" they were suppose to be getting for pain. The pt had not been able to feel stimulation.